Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10350-50a , UDI: (B)(4) , serial: (B)(6), batch: 10218461. Common device name: drg lead, model: mn10350-50a , UDI: (B)(4) , serial: (B)(6), batch: 10281313. Common device name: drg lead, model: mn10350-50a , UDI: (B)(4) , serial: (B)(6), batch: 10281313.

Event description:
It was reported that the patient experienced headache and neck pain following a trail procedure on (B)(6) 2024 due to a cerebrospinal fluid (csf) leak. As such, the patient was hospitalized, wherein a bloodpatch was done to address the issue. Reportedly, patient has been discharged and the symptoms have resolved. Investigation was unable to determine which of the leads attributed to the issue.